Manufacturer narrative:
A ge representative evaluated the system, replaced hard drive, reloaded software, but did not correct the problem. Sent error logs to technical support team.

Event description:
Customer reported the system intermittently will not complete boot up. If system boots up, within a few minutes the system locks up. No pt injury was reported.